Manufacturer narrative:
The lens was not returned for evaluation. Inspection on a retain sample from the same lot was performed with all dimensional measurements found to be within specification. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event cannot be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the orientation of the lens changed and the patient noticed a decrease in vision. A yag was performed and the lens was exchanged with a toric lens. The surgeon's opinion is the most likely cause of the event was early fibrosis and the way the capsule accepted the implant. The patient's current prognosis is good.